Event description:
The patient underwent full revision surgery. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted generator and lead were received by the manufacturer for product analysis. Generator product analysis was completed. There were no performance, or any other type of adverse conditions found with the pulse generator. Product analysis is still pending on the suspect lead.

Event description:
Product analysis was completed on the suspect lead. The reported lead fracture was not verified in the pa lab in the returned lead portions. Setscrew marks on the connector pin indicate that at one time good mechanical and electrical connection existed between the generator and lead. The dried remnants of what appear to have once been body fluids were found in the outer and inner tubing, with no obvious points of entry apart from the abraded outer insulation and the cut tubing ends. No discontinuities were found in the returned lead portions. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No additional relevant information has been received to date.

Event description:
The patient saw the physician due to the reports of painful stimulation in the neck and throat, which is a new sensation with stimulation. The physician attempted decreasing the vns settings but the patient still reported feeling pain. System diagnostics were performed and high impedance was seen. The physician disabled the vns and referred the patient for revision surgery. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.